Event description:
The customer reported the cartridge tore the aa4203tl single piece silicone toric lens as it was advancing towards the eye. There was no patient contact.

Manufacturer narrative:
Method: device history record review, lens work order search. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, lot number search, lens work order search, device history record review and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4)- no known device problem; device or device component damaged by another device. The cartridge was not returned, however, the lens was received torn into three pieces. Evaluation method: search by lot number. Results: a search by lot number was performed and there were no similar complaints found. Conclusion: based on the complaint information, lot number search and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).